Manufacturer narrative:
Host pc board card reconnected; device restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot and a black screen was observed on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.